Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the lock clicks multiple times when trying to recover drawer was unsuccessful. The pharmacy technician fixed this issue already. The system functioned as intended after the pharmacy technician troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had main 5.1 drawer failed. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was no harm or delay in patient care. There were no adverse events or injuries reported based on this event.